Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. Clinical investigation only.

Event description:
It was reported from the clinical study site that the patient had ongoing drive line drainage. His wife first noticed drainage between (B)(6) 2014. He was started on bactrim and took it for 12 days but did not tolerate it due to nausea, diarrhea and "11/15 of the side effects." However, his wife did notice improvement in that the drainage was less. He was changed to keflex and the drainage has gotten worse. It was stated that the spouse changes his dressing daily. On (B)(6) 2014, the patient was taken to the operating room for debridement and medialization and he was transitioned to intravenous (IV) nafcillin and eventually transitioned to ancef for (B)(6) infection of his left ventricular assist device (lvad) and oral (po) vancomycin for clostridium difficile (c diff) which was positive with diarrhea. At follow up visits on (B)(6) 2014 (~ 4 weeks' post-operative) with continued scant serosanguinous drainage from lateral wound and driveline exit site itself not yet fully incorporated with continued surrounding granulation tissue + drainage. Cultures from that then grew 1+ acinetobacter and rare candida albicans with uncertain significance given peripheral swab of site in an infection which had previously consistently been monomicrobial with (B)(6). However, given continued drainage in this patient early in the post-debridement period with an open wound in stages of healing they felt imperative to treat for these pathogens to avoid (if not already present) a superinfection and essential polymicrobial infective process. As such he was started on ciprofloxacin and fluconazole with adjustment of his coumadin and close monitoring of his international normalized ratio (inr) while we continued his IV therapy for (B)(6) with 2 gm IV every (q) 8h of cefazolin. In the interim, he was seen on (B)(6) 2014 with the doctor, wherein the lateral drainage had resolved and site healing well but with continued, albeit improved, non-purulent drainage from the site as well as lack of full incorporation. It was discussed with him that if we did not see further improvement then the likely intervention at that point would be surgical intervention with ventricular assist device (vad) exchange given what would essentially be failed medialization of the driveline. Repeat cultures sent from driveline exit site (scant drainage) and at that time grew again (B)(6). On (B)(6) 2014, the patient was taken to the operating room by the doctor, who performed an lvad exchange. Since then driveline culture was negative. The issue was stated to have been resolved on (B)(6) 2014. No additional information available.